Event description:
Information was received from a patient regarding an external device. It was reported that their communicator needed to be charged a lot and did not stay charged. The caller did not know when they started observing this. The caller was told where to check exact battery level. So they would continue to monitor it. They confirmed that they are powering it off completely. Additional information was received from the patient. They reported that during the last 6 months they had numerous cardiac tests requiring them to turn off their device. Now program 3 was gone from their device. The issue was resolved after talking to patient services, waiting 2 weeks to hear from a rep to make adjustments to program 3.

Manufacturer narrative:
Continuation of d10: product ID: tm90p01, lot/ serial# (B)(6), implanted: (B)(6) 2021, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.